Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical product - biomet femoral stem catalog#: 192010 lot#: 124230, biomet modular femoral head catalog#: 163662 lot#: 251780.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02720 / 02721) additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02723 / 02724 / 02722. Device location unknown.

Event description:
Patient's legal counsel reported that the patient underwent right total hip arthroplasty and approximately 7 years post-implantation patient has allegations of pain, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, physical scarring, disfigurement, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified review of medical reports revealed that the patient underwent a right hip revision and approximately 6 weeks post-implantation experienced a dislocation due to non-compliance and underwent a closed reduction. No product was removed.